Event description:
It was reported the subject device experienced not able to capture images. This issue occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, and h11. The device was not returned to olympus for inspection, but a field service engineer reviewed the device on site, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty wire, and a faulty cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: not able to capture images is due to faulty wire, and a faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.